Manufacturer narrative:
The facilities engineer replaced the sidecom board to repair the bed.

Event description:
Information received indicates initially, the bed would not place a nurse call, and it is now placing a constant nurse call.